Manufacturer narrative:
Investigation summary two (2) used list# mc100, microclave¿ clear neutral connector were returned for evaluation. As received, no physical damage or anomalies were noted. No mating device was returned for evaluation. Both sets were tested, and no leaks was noted the claves were dissembled and tear on the top in only one of the seals was noted. Even leaks were no able to be replicated, based on the damage observed in one of the seal complaints can be confirmed. The probable cause is typical due to incompatible mating device during use, dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". A device history record review could not be conducted because no lot number(s) was/were identified.

Event description:
Event occurred regarding microclave clear neutral connector where it was reported that the items have been leaking fluid in the nicu. There was patient involvement.